Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited high out of range impedance measurements greater than 3000 ohms that triggered the lead safety switch (lss) and changed the polarity to unipolar. Oversensing of noise on the ra channel was also observed. In clinic testing showed out of range impedances in both unipolar and bipolar. Isometrics and pocket manipulation were able to reproduce the noise. Further review found oversensing of the minute ventilation signal. Boston scientific technical services (ts) suggested obtaining an x-ray to determine if there was a lead or possible connection issue. The field representative is attempting to obtain additional information. The pacemaker and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
Additional information was received that the right atrial (ra) lead was explanted due to a fracture in the subclavian area. This occurred due to an extremely medial insertion. A new lead was successfully implanted. The pacemaker remained in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited high out of range impedance measurements greater than 3000 ohms that triggered the lead safety switch (lss) and changed the polarity to unipolar. Oversensing of noise on the ra channel was also observed. In clinic testing showed out of range impedances in both unipolar and bipolar. Isometrics and pocket manipulation were able to reproduce the noise. Further review found oversensing of the minute ventilation signal. Boston scientific technical services (ts) suggested obtaining an x-ray to determine if there was a lead or possible connection issue. The field representative is attempting to obtain additional information. The pacemaker and ra lead remain in service and no adverse patient effects were reported. Explanted due to battery replacement (ert). Additional information was received that the right atrial (ra) lead was explanted due to a fracture in the subclavian area. This occurred due to an extremely medial insertion. A new lead was successfully implanted. The pacemaker remained in service.